Event description:
This ra lead was implanted on (B)(6) 2005 and remains implanted as of this time and this lead has a low amplitude. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).